Event description:
It was reported that the atrial lead exhibited loss of sensing. A chest x-ray revealed that the lead dislodged. The physician elected not to proceed with any surgery due to the high risk to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.